Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited oversensing. It was also found that patient received inappropriate anti-tachycardia pacing (atp) therapy due to oversensing. The device was explanted and replaced. The patient was stable.